Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the healing collar cannot be screwed into the implant thread. Doctor was able to finished the procedure using another healing collar

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One heal collar 3.5x5.5, 5mm was returned for investigation. Visual evaluation of the as returned product identified thread damage.functional testing was performed with in-house mating implant. The device could not seat ¿ could not be threaded into the implant. No pre-existing conditions were noted on the per. The reported device was intended for an unknown tooth location. Review of appropriate documentation: documents reviewed: -instructions for use ¿ zimmer dental healing collars, healing screws, surgical cover screws, temporary gingival cuffs, and temporary abutments for use with zimmer dental implant systems, ifu9658 rev 2-10/19. Information identified: indications and warnings per the applicable IFU, improper techniques and overloading may lead to device failure. DHR review: DHR review for the lot (2021011405) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2021011405) for similar events (complaint category keywords: fit: does not seat) and no other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.